Manufacturer narrative:
Hoya device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that the lens went through the patient's posterior capsule during implantation. As a result, the surgeon moved the lens to the center of the pupillary space and then cut/removed it in pieces. A vitrectomy was also performed. Because the surgeon felt the capsule would no longer support a lens, the surgery was completed by implanting a different lens into the sulcus. The patient's prognosis after surgery is excellent.

Manufacturer narrative:
Device evaluation from qa (B)(4): a piece of the broken haptic from the lens was only received from the customer. The injector and the lens was not returned. Review of the production, inspection and sterilization records shows no nonconformities and/or deviations from the specification. The exact cause of this post-operative issue cannot be ascertained. (B)(4).

Event description:
It was reported that the lens went through the patient's posterior capsule during implantation. As a result, the surgeon moved the lens to the center of the pupillary space and then cut/removed it in pieces. A vitrectomy was also performed. Because the surgeon felt the capsule would no longer support a lens, the surgery was completed by implanting a different lens into the sulcus. The patient's prognosis after surgery is excellent.